Manufacturer narrative:
(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgery center observed a small black residue floating in the endosol balanced saline solution and eventually the residue that was floating around became stuck to the grey rubber stopper. The residue on the balance salt solution was discovered when removing from packaging and prior to use. No patient involvement was reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: although the balance salt solution(bss) lot# 17g0301 has not been returned, a picture was provided. The analysis of this picture can confirm the presence of a dark particle between glass surface and grey stopper, but without the physical sample it is not possible to confirm the source of this particle, considering also that is not clear in which step of preparation the particle was found. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the bss lot# 17g0301. All devices met material, assembly and performance specifications at the time of product released. Complaint historical review: a review of the complaints file confirms that no other complaints was reported on lot 17g0301 related to the complaint reported. Retained samples analysis: the check of the retained samples (20 units) was performed: the visual inspection performed does not show any defective unit. Before packing, 100% automatic visual inspection is performed to detect pm in solution: no deviation was encountered during the initial challenge setup performed at the beginning of the batch. It is continually monitor all trends and reports for use in our process improvement programs and during our scheduled quality reviews. All complaints are logged and reviewed as part of the monthly and quarterly quality review process: no negative trend was identified on this product family related to the defect complained. Conclusion: based on the investigation results there is no indication of a product quality deficiency, however, considering the evaluation of the bss, as corrective I preventive actions to reduce the incidents of this kind of complaint, the following activities have been already identified: during the audit to the stoppers suppliers, it is dedicated a particular focus on the possible sources of contamination of their production process; sharing and discussing of the complaints with the clean room production staff, re-training on the principles of the correct behavior inside the cleanrooms and on the importance of the operators'' behavior to guarantee the product conformity (gmp training); deep review of the materials present in the area of glass bottles production, evaluating the gmp compliance and the potential risk of contamination of the product, associated with the supplier's production process; in collaboration with baxter r&d laboratory, for each actual sample complained it is performed the particulate matter identification and the comparison with materials found on the glass bottle lines; this information is monitored and shared during the quality review process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Returned to manufacturer on 9/10/2018. Device returned to manufacturer: yes. Device analysis: the actual sample was received on 10th september 2018. The visual inspection performed has confirmed the presence of a dark particle with irregular shape and size of about 0.5 millimeter between the stopped and glass bottle surface. The particle has been analyzed and the results are the following: the particle appeared to be light grey (similar color of the grey stopper) with translucent area on its half and darker grey with translucent areas on the other half; the particle was identified as made of polypropylene (pp). The approximate size of the particle was: 1490¿m x 950¿m. Conclusion: the sample analysis confirmed the defect complained. The most probable root cause identified is that the particle was a residual of the production process of the stopper supplier and that this material remained attached to the stopper surface during the packing performed by the supplier. In follow up #1, corrective actions were included. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.